Event description:
The customer contact reported the patient received less medication than intended. Line a of the device was programmed to deliver an unspecified hydration fluid. Line b was programmed to deliver an unspecified antibiotic and the deliveries were started. No programming parameters were provided. After an unspecified length of time, line b indicated the volume to be infused was complete; however, there was still an unspecified volume of solution remaining in the IV bag. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required.